Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician reported the cardiac resynchronization therapy defibrillator (crt-d) had entered safety mode. At this time the physician has not indicated any further action and the crt-d remains in service. No adverse effects have been reported.